Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the following four abbott devices failed to cross (part #1009541-12, 1009541-12, 1009539-15, 1009540-12) to treat plaque, which was disrupted during deployment of the first xience stent (part/lot/serial # unk). Another company's balloon catheter was successfully used to compress the plaque against the vessel wall. No pt effects were reported. No add'l info is available.

Manufacturer narrative:
(Plaque shift) - factors that may contribute to a plaque shift include, but are not limited to, lesion characteristics, product size selection, and procedural technique. Plaque shift and add'l non-surgical treatment are listed in the risk assessment as no-fault post-procedure complications associated with coronary stenting and are not necessarily an indication of a product quality deficiency. The plaque shift required treatment with a balloon catheter to compress the plaque against the vessel wall. A conclusive cause for the reported pt effects, cannot be determined; however, there does not appear to be an indication of a product quality deficiency.